Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc sling system on or about (B)(6) 2012 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, urinary problems, and other injuries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent and debilitating injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.